Event description:
It was reported that the ventricular assist device (vad) exhibited low power consumption following the patient having a tissue aortic valve replacement. It was noted that the patient also had reconstruction of the aorta and the anastomosis of the outflow graft, and required right ventricular assist device (rvad) support. The outflow graft diameter at the level of the anastomosis was 8 millimeters and represents a 33% reduction in cross sectional area. This was thought to be related to the vad exhibiting low power. The patient is still in the intensive care unit (ICU) receiving pulmonary and right ventricular support, but clinically and hemodynamic stable. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional product: heartware ventricular assist system ¿ outflow graft model #: 1125, catalog #: 1125, lot#: unknown UDI #: (B)(4). No, device evaluation anticipated, but not yet begun. Patient ime code(s): (B)(4), img code(s): (B)(4). FDA device code(s): (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) and the associated outflow graft of unknown lot number were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a slight decrease in power consumption and estimated flows beginning on (B)(6) 2022. An increase in power consumption and estimated flows was noted on (B)(6) 2022 in accordance with an increase to the pumps rotational speed, this was followed by several additional changes to the pumps rotational speed logged on (B)(6) 2022. Thirty-two (32) low flow alarms recorded since on (B)(6) 2022 and one (1) high watt alarm was recorded on (B)(6) 2022. Information provided by the site indicated that, in addition to low flows, the patient had a tissue aortic valve replacement. It was noted that the patient also had reconstruction of the aorta and the anastomosis of the outflow graft, and required right ventricular assist device (rvad) support. The outflow graft diameter at the level of the anastomosis was 8 millimeters and represents a 33% reduction in cross sectional area. This was thought to be related to the vad exhibiting low power. The patient is still in the intensive care unit (ICU) receiving pulmonary and right ventricular support, but clinically and hemodynamic stable. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, inappropriate pump rotational speed, and/or poor vad filling. Based on the risk documentation, possible causes of the observed high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Per the instructions for use, aortic insufficiency is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: unknown outflow graft h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the aortic valve replacement occurred one week prior to the onset of low power consumption.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly added -b3: event date was updated -b5 -d6a: correcting the vad implanted date investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.